Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at 06:00am he obtained results of "150 and 200mg/dl" on the subject meter, which he felt were inaccurately high in comparison to his feelings or normal results and also in comparison to results of "90 and 97mg/dl" obtained on an unknown meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the results exceeds lifescans criterial for accuracy. The patient manages his diabetes with oral medication and diet and has been exercising for "one and a half years". The patient stated that on(B)(6) 2015 at 08:00pm, he developed symptoms of "dizzy, sweaty and weak", however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.